Event description:
It was reported that during a lap salpingo oophorectomy procedure, the ovary fell out of the bag and a piece of the bag tore and fell into the pt along with the ovary. Another device was used to remove the ovary, but the piece of the bag could not be found, and remains in the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.